Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a telemetry problem with the implantable cardioverter defibrillator (ICD) as the device could not be interrogated due to dead battery. The ICD was explanted and replaced. Additionally, it was reported that the right ventricular (rv)lead had no capture threshold and inappropriate measurements. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The device longevity was manually calculated using nominal settings as no care link files were available and the device longevity was >/= mean. If information is provided in the future, a supplemental report will be issued.